Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "I will have to go into emergency surgery, I will not be able to replace the devices at the moment, this is causing me a huge emotional distress". Healthcare professional reported capsular contracture baker grade iii. The device remains implanted. This is for the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "patient developed seroma" and "patient was suspected of having bia-alcl which has not been confirmed with the examinations". Since the bia-alcl presumed diagnosis was already unconfirmed by the investigations, lymphoma-alcl-suspected will not be captured at this moment.the device has been explanted.